Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital's vad coordinator that the patient became light headed and short of breath. The stroke volume limiter (svl) was then checked and it was determined that the diaphragm had stopped moving. The patient was hand pumped until he was switched to a backup svl and drive console. The diaphragm of the backup svl did not move. Multiple attempts to vent the svl were made, however, the diaphragm did not move. The patient was put back on original svl until a new svl arrived. The patient was placed on the new svl without incident.

Manufacturer narrative:
The stroke volume limiter was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.